Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributer contacted animas stating the audio bolus button was unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2004. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the bolus button was found not to be responsive to button presses. The bolus button cover was removed and the internal plug was found to be missing.